Event description:
A caller reported experiencing cgm error 42 multiple times on their device, with no pump reset performed in the last 24 hours. After consulting with technical support, a decision was made to replace the pump. No further cgm error was observed after resetting the pump following guidance from technical support. There was no adverse impact to the customer's blood glucose level.